Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal ligation procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the physician turned the handle in attempt to deploy a band; however, two bands deployed at the same time. All bands successfully deployed. The procedure was completed with this device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Visual investigation of the returned device (speedband device and extension tube) noted presence of residue indicating use/handling. The ligator head and the bands were not returned for evaluation. The suture was intact and attached to the trip wire loop. The trip wire was secured in the handle assembly slot. Functional evaluation of the handle was performed and no issue was noted. Reported complaint was not confirmed. However, given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician turned the handle in attempt to deploy a band; however, two bands deployed at the same time. All bands successfully deployed. The procedure was completed with this device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.